Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the distal tubing to the patient line stopcock was found to be disconnected from the stopcock. According to the report, the patient developed pneumocephalus. Reportedly, the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.